Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation and was deformed/damaged/cracked. The following information was provided by the initial reporter: material #: 10015012, batch/ lot #: unknown. We had a customer call today and they reported 3 new tubing events involving their buretrol IV set with an inline 0.2 micron filter. Examples of issues include the buretrol cracking and a tubing separation in the pump from the information they had available today.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation and was deformed/damaged/cracked. The following information was provided by the initial reporter: material #: 10015012, batch/ lot #: unknown. We had a customer call today and they reported 3 new tubing events involving their buretrol IV set with an inline 0.2 micron filter. Examples of issues include the buretrol cracking and a tubing separation in the pump from the information they had available today.